Event description:
Home monitoring alert for threshold issues was noted (B)(6) 2019. All other statistics appear to be okay. It was decided to monitor. On (B)(6) 2020, hm recording showed noise on ff channel and oversensing on lv marker channel. Patient will be brought in to evaluate. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.